Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there had been no bowel or bladder issues in the patient's medical history. The loss of bowel control occurred right after the MRI. The MRI of the abdomen had been performed because the patient was experiencing abdominal pain. The patient also experienced a partial loss of sensitivity in the legs following the MRI. The reason the patient was referred to a urologist was because the neurosurgeon wanted to check if urethral function was impaired as well. It was noted that this information was confirmed with the healthcare professional.

Manufacturer narrative:
Analysis found the ins was at its end of service due to three overdischarges. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The ins was implanted on (B)(6) 2015. It was clarified the patient experienced trouble with bowel control. The patient started experiencing the troubles immediately after she took an abdominal MRI scan. The patient consulted with a gastroenterologist and did a rectal balloon expulsion test which revealed partial loss of rectal function. The patient was referred to an urologist to assess urethral function and sacral stimulation was considered by the neurosurgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) via a manufacturer representative. The patient's medical history includes left leg neuropathic pain. It was reported that the patient had an abdominal MRI, even though it was made clear that the ins was not MRI compatible. After the MRI, ins interrogation was attempted and was unsuccessful with the clinician programmer, patient programmer, and charging system. A forced charge was attempted. The interventions and actions taken to resolve the issue included replacing the ins. The issue was resolved at the time of the report. However, the patient was alive with injury. It was specified that the patient had trouble with sphincter control. Follow-up is being performed to clarify the relatedness of the injury to the device or therapy. Additional information was also requested regarding the implant and explant date as the implant date was reported as (B)(6) 2018.